Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
It was reported by the pt's wife that her husband had had 6-7 surgeries related to "mesh problems", including mesh entangled in intesties and attached to organs, infection, abdominal wall pain, oozing at site, skin graft wound repair and swelling.